Event description:
From op report (B)(6) 2025: the patient has had irritation of the skin overlying the mediport tubing in the right neck. Freed the mediport from the pocket that was in place (right upper chest). I examined it and could see that there was a small hole in the angle of curvature of the tubing as it went into the right internal jugular vein. This likely means the patient was extravasating chemotherapy into the soft tissues, irritating the neck in this location.